Event description:
It was reported that pump battery would not charge even though caller used working outlets, original and alternate charging cables, and different wall adapters, and pump did not show any damage or shutdown. There was no reported impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup insulin therapy, pump replacement was arranged by technical support, and caller expressed interest in an out-of-warranty loaner pump.